Event description:
During a laparoscopic nephrectomy procedure, after opening the package, the plastic ring was separated from the silicone rubber membrane. Used another like device to finish the procedure. There was no pt consequence.